Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #h92l2p. The device was returned in good physical condition. The instrument was connected to a gen11 past the pre-run test. While testing the hand activation function, the min hand activation button remained activated (continuous activation) after the button was released. This occurred while compressing the button on the side of the instrument. Using the footswitch the instrument was tested with test media and passed all testing. No conclusion can be reached as to what may have caused the buttons continuous activation. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during an unknown procedure, the scalpel could not cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.